Event description:
Patient was dispensed contact lenses and wore them for only 1 hour due to discomfort. Lenses were again inserted 2 days later and worn for 8 hours although the lenses caused discomfort and tearing. The last 2 hours of wear the patient experienced blurry vision. Discomfort increased with lens removal. The patient went to the hospital and was treated for corneal abrasions in both eyes. Follow-up with a health care provider confirmed a deep epithelial to anterior stromal abrasion in the right eye and a deep epithelial abrasion in the left. Following treatment the abrasions resolved and the patient was approved to resume contact lens wear.